Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -12.0/+2.5/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation. On 30-jul-2020 the lens was exchanged with a longer lens and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. (B)(4)

Manufacturer narrative:
Corrected data: h3 - visual inspection section of the device evaluation should be corrected to: "visual inspection found the lens haptic torn with residue on the lens" to supplemental medwatch report #1 (B)(4)